Event description:
The physician was attempting to deploy a 3.5 mm diameter x 30 mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a pt exhibiting 80% stenosis in the middle of the left circumflex artery. The lesion was pre-dilated with the 2.0 mm balloon. It was reported that several attempts were made to deliver the stent across the lesion, however, the stent could not be positioned. No pt injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results: (stent deformation). Results/conclusions: (pt lesion morphology of 80% stenosis). Eval summary: the stent was positioned between the proximal and distal inner shaft markers as per spec requirements. Proximal stent segments 11, 12, 18, 19 and 20 were deformed.